Manufacturer narrative:
Alleged failure: probe ignited without any initiation, while no one was holding it or touching. No adverse affect the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the user may be accidentally submerged device in saline and if the probe has a leak in suction tube to handle interface in which permitted water to ingress into handle where the electrical components are causing a short circuit. Inadequate gluing operations, excessive force applied when used, stuck button. A defective or shorted probe output or there is a serfas energy console hardware failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe was activating on its own. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe was activating on its own. There were no adverse consequences and the procedure was completed successfully.